Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that a red alert was detected on this transvenous lead by the latitude patient monitoring system for low shock impedances of less than 20 ohms. It was noted that no shock was given during low impedance reading, and the alert was triggered due to daily measurement. A review of the episode by boston scientific technical services indicated that noise was present on the lead during the measurement. Previous measurements were stable and within acceptable range. A boston scientific representative noted the physician has been notified of the event, however, no follow-up has taken place and no additional information was available. No adverse patient effects were reported.